Event description:
It was reported that on (B)(6) 2014, a single lumen powerpicc was inserted in the patient in the hospital operating room. In the first two days there was no problem in the infusion, but on the third day, pain under the arm and at 4 cm above the puncture site was reported by the patient, then the infusion was stopped. For the next few days, indwelling needle was used for the infusion. On (B)(6) 2014, the PICC infusion was resumed, the symptom still appeared. Therefore, removed after evaluation. Then at the length on the catheter that reported by the patient fracture was found.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, the manufacturing lot number that was provided is an incorrect manufacturing lot number.